Event description:
The customer reported via phone call that they experienced none or intermittent buttons reponse with the esc button. The customer confirmed that the buttons were nto pressed for longer than three minutes. The customer stated that the insulin pump was not bumped or dropped. The customer changed the battery and cleaned the battery cap, but the anomaly persisted. The customer explained that they wore the insulin pump in the pocket without any protection. The customer was advised to use protection on the insulin pump. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unresponsive buttons noted. All buttons functioned properly. No moisture damage or corroded keypad traces noted. No unlocked connector at lcd board. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.